Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical procedure in which the device was explanted because the pump was unable to inflate. No patient complications were reported.